Event description:
The customer reported that the system showed signs of contributing to emit x-rays when the button was released. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the 5 volt power supply. The system operates as intended.